Event description:
The user facility reported that the raceway tubing section "split" during a bypass procedure. The perfusionist changed out the tubing section and the procedure was completed successfully without any further complications. Follow up information confirmed that the tubing kit had been set up primed at least 2 days prior to the case being run. The reported blood loss was estimated to be between 500-1000cc.

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence of a relation to a device defect or malfunction. The convenience kit labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.